Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump a no delivery alarm and high blood glucose event. The customer¿s blood glucose level was 456 mg/dl at the time of the incident. The customer reported that the no delivery alarm was resolved by a complete set change. The customer also mentioned that the insulin pump had a button error alarm and no troubleshooting was performed. Customer had a high blood glucose of 456 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4).